Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and ketone level was high. Customer was admitted to the hospital and insulin drip was administered to address bg. Elevated bg/ketones were resolved. Reportedly, customer was discharged on (B)(6) 2019. Customer reported that the infusion set was not delivering insulin; there was no insulin exiting the infusion set tubing. The infusion set was changed twice in an attempt to resolve the issue. As the customer had discarded the cartridge and infusion sets, tandem technical support was unable to determine cause. Reportedly, the hospital staff requested the pump be replaced. Customer reverted to using lantus for insulin therapy.